Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope displayed communication errors e315 and b30 and stopped showing image during an esophagogastroduodenoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.